Manufacturer narrative:
Additional information will be provided after investigation is completed.

Event description:
Nurse reported via our sales representative that she was observing a surgery procedure. During inserting the screw, she noticed that the tip off the biosteon screwdriver broke off. The doctor removed the broken parts and completed the surgery by using another one. No consequences are reported for the patient.